Event description:
The sales representative reported that the surgeon was undertaking a revision of left muller cemented stem and cup to a hybrid cement on cement exeter revision stem and trident cup and that the surgery was delayed allegedly due to a discrepancy between the trial cup and the definitive implant. The representative further reported that the surgeon reamed to 48mm (the sales representative did suggest a 1mm under ream), trialed successfully and when he attempted to implant the 48mm cup, the cup was markedly loose in comparison to the trial. The surgeon had to ream an additional 1mm for a 49mm (1mm< 50mm cup). The representative did observe that the surgeon brushed the acetabulum with the 50mm reamer. The surgeon trialed again with the 50mm trial and then successfully implanted the 50mm cup. This consequently added about 15 ¿ 20 min of surgery time to the procedure. The representative also reported that the surgeon had planned to use a lima delta tt cup initially and that changed to trident for a larger bearing option. He had to that point used the lima reamers. He then re reamed with the osteonics reamers for the trident 48mm cup.

Manufacturer narrative:
An event regarding a discrepancy between the size of the trident trial and trident implant was reported. The event was not confirmed. A dimensional analysis of the returned device indicated the device conformed to dimensional specification. Therefore, the reported event could not be replicated, nor confirmed. The device history review indicated that the devices which were accepted into final goods conformed to specification. Complaint history review indicated that there have been no similar reported events for this lot.

Event description:
The sales representative reported that the surgeon was undertaking a revision of left muller cemented stem and cup to a hybrid cement on cement exeter revision stem and trident cup and that the surgery was delayed allegedly due to a discrepancy between the trial cup and the definitive implant. The representative further reported that the surgeon reamed to 48mm (the sales representative did suggest a 1mm under ream), trialed successfully and when he attempted to implant the 48mm cup, the cup was markedly loose in comparison to the trial. The surgeon had to ream an additional 1mm for a 49mm (1mm< 50mm cup). The representative did observe that the surgeon brushed the acetabulum with the 50mm reamer. The surgeon trialed again with the 50mm trial and then successfully implanted the 50mm cup. This consequently added about 15 - 20 min of surgery time to the procedure. The representative also reported that the surgeon had planned to use a lima delta tt cup initially and that changed to trident for a larger bearing option. He had to that point used the lima reamers. He then re reamed with the osteonics reamers for the trident 48mm cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.